Event description:
A customer contacted beckman coulter inc, (bci) regarding false positive troponin (accu tni) results generated by the synchron lxi 725 clinical system. Several pt samples were tested for accu tni and elevated results were reported out of the lab. The actual results were not supplied, and no additional info regarding this event is available at this time. One pt was admitted, and then released when the accu tni results repeated in the normal range.

Manufacturer narrative:
The specimens were collected in greiner lithium heparin gel tubes and were sampled through the closed tube accessing (cta) system. Per customer, sample volume was sufficient. Qc results were within specifications. Qc samples were run in tubes without caps. A field service engineer (fse) was dispatched to the customer's lab. The fse performed cta alignments and preventive maintenance (pm). Per fse, no dripping autogloss from the cap piercer was observed. The fse performed qc ran using the cta system and no issues were noted. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.